Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a bloody leak of approximately 5 ml in the left side of the diluter of the coulter lh 750 hematology analyzer. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the source of the leak was a pinhole in the tubing going through pinch valve (vl) 115 where it connects to t- fitting (ft)2. The fse replaced the tubing. There was no further evidence of leaking after the replacement of the tubing. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).